Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving prialt with concentration 1.2 mcg/ml at a dose rate of 0.5 mcg/day and baclofen with concentration 300 mcg/ml at a dose rate of 115 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient had "pulse therapy" on (B)(6) 2019 and the pump then went into a safe state per the event logs. It was confirmed that they could not pull logs with the tablet or a model 8840 clinician programmer. At the time of the report they were walked through on pulling logs and reports; however, no events were coming up on logs and reports. It was confirmed on the 8840 that they saw "rejected request" when trying to get logs. Technical services then had the them perform a second time to get the logs on tablet and they were still unsuccessful. It was reported that they saw codes 101, 87, and 116. Pump reset, pump memory error, pump safe state and a change of eri from 50 months (last refill) to less than 1 month on current report was further noted. It was reviewed that this was not normal and setting the pump to minimal rate, silencing alarms, and giving the patient oral meds secondly was being considered. Pump replacement and sending the pump back to the manufacturer for analysis was also being considered. They planned to discuss with the physician of what steps to do next. It was noted that the patient does have increased pain and contractions. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Update: the type of report was updated from being a reportable malfunction to now a reportable serious injury regarding additional information received. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The company representative was with the patient and saw the pump was in minimum rate. The company representative was questioning why she couldn¿t see the logs. The pump was planned to be replaced. The pump was to be returned to the manufacturer for analysis.

Manufacturer narrative:
Analysis of the pump revealed a failed lab dispense test that was above specification. Analysis of the pump also revealed a power on reset of an undetermined cause. Analysis noted that the lab confirmed the pump reset occurred on (B)(6) 2019-. In the pump memory logs, the safe state was a por a. As received, it was noted that the pump was updated in the field and was received by the lab at minimum rate and the reservoir was empty. The hybrid was functional during analysis, it was decided to send the hybrid out for testing. The hybrid was tested and found to be fully functional with no root cause found for the por a reset. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic, inc. (Medtronic) is submitting this report to comply with if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
Concomitant medical products: product ID: a810, product type: software.(B)(4) . If information is provided in the future, a supplemental report will be issued.